Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 405 mg/dl. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight and verify the insulin exits the tubing. The customer stated the insulin did exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer stated the pump did alarm no delivery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 405 mg/dl. The customer did not report motor position encoder error alarm. The customer was unable to rewind pump because it got a no delivery alarm.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.